Event description:
It was reported that a pt was laying in a precision rxi table with his arms above his head holding on to the edge of the tabletop, then the operator moved the table, causing the pt's fingers to be compressed in the guide rail of the head if the table. The pt sustained a finger fracture that required surgery. This product is not manufactured by ge healthcare. (B)(4) is the importer of the precision rxi x-ray system.